Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed that records from the date of the alleged event had been overwritten due to continued use of the device by the user after the alleged event. The pump basal change history for (B)(4) 2018 showed the time was manually changed from 10:18 pm to 12:26 am. The pump¿s user settings showed basal program was set to 13.575 units per day. The total daily dose on (B)(4) 2018 is 23.674 units basal. On investigation, the pump powered on normally and was exercised on a basal delivery program for 24 hours without issue. At the end of the exercise period, the total daily dose correctly reflected the programmed rates. Investigation confirmed the pump was delivering accurately and did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was noted to be dim during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the basal history did not match the active basal program. There was no known reason for this variation. This complaint is being reported because the alleged issue indicates that there might be a delivery issue with the device. There was no allegation of an adverse event associated with this complaint.